Event description:
The customer reported that approximately 4000 ml into an amicus apheresis procedure possible hemolysis was observed. Baxter confirmed the presence of hemolyzed red blood cells in the returned disposable tubing kit. No donor or user injury is associated with this report.

Manufacturer narrative:
Initial baxter inspection of the instrument revealed no abnormalities in the pumps, rollers, or raceways. Preventive maintenance was performed after the event and the instrument performed according to specification. Evaluation of the instrument is currently ongoing as part of baxter CAPA investigation ttq-CAPA-0032. Should significant info become available upon completion of this investigation, a follow-up medwatch will be submitted. A review of pertinent manufacturing batch records for the kit was completed and shows no issues that might have contributed to the event. A review of complaints for the kit lot number revealed this to be an isolated incident. Baxter will continue to monitor similar reports for possible trends.